Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulator was fine. The patient said it was the handheld unit that was not in sync with the implant. The patient met a rep to reprogram the device and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that after the patient¿s patient programmer (pp) was replaced, the patient felt that their ins was stimulating different parts of their body than it¿s supposed to. The patient stated that they were having trouble with their legs because they were tingling and cramping. The patient thought that this was mainly caused by a reaction to one of their medications, but they thought that the stimulation might be making it worse. The patient turned the stimulation down to 0.0v and decided to wait a few days before contacting their healthcare provider (hcp). No further complications are anticipated.